Event description:
The technician alleged the foot brake casters would not hold when the brakes were activated. No pt impact.

Manufacturer narrative:
The brake casters were adjusted by the technician to resolve the issue.